Event description:
It was reported to philips that the device is not recognizing the battery b. There was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).